Event description:
Patient contacted hospital stating post-op complications leading to surgical revisions. Patient reports physician stated he feels the problems are related to the sutures.manufacturer response (as per reporter) for chromic gut suturesmanufacturer not known with certainty. Not specified on patient chart. An inventory search indicates that the type of chromic gut sutures used at the time of patient surgery were u.s. Surgical. Local u.s. Surgical representative notified and reported no known issues with these sutures but will investigate further.